Event description:
Pt admitted to hosp 11/28/94 with an acute gi bleed. Unexpected bradycardia developed on 12/9/94 and pt arrested at 0255. Three defibrillators utilized to attempt external pacing without success. Pt expired at 0445 on 12/9/94. No autopsy performed. Cause of death determined to be complete heart block and myocardial infarction. An internal evaluation of the equipment revealed no operational problems with any of the pacing units.